Event description:
As reported, approximately 2 months and 13 days post the initial left reverse total shoulder arthroplasty, the patient was revised due to unknown pain. The glenoid implants were taken out and revised to a cta head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 320-02-38 - rs expanded glen 38mm, +4mm offset: (B)(6). 320-10-00 - equi rev tray adapter plate tray +0 (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-38-13 - equi reve 38mm huml const liner +2.5: (B)(6).